Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. The patient underwent a surgical intervention to deactivate the rv lead. A new lead was implanted. No additional adverse patient effects were reported.